Event description:
A malfunction alarm identified as malf 9 was reported, but there were no notable events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing information to reset the pump, which was successful as the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if any issues reappeared.